Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 35, 12, 13 and 9 mg/dl. Rptr did not have any symptoms. The rptr stated that there was no indication of color change on rptr's test strip. Control testing could not be done due to unavailability of supplies. No harm was alleged. Follow-up attempts to contact the rptr for verification of the reported tests and to obtain further info have not been successful.